Event description:
A customer reported an issue with the touchscreen responsiveness of their device, where selecting bolus would incorrectly open options. There was no information provided regarding any adverse impact on the customer's blood glucose level. The customer attempted a pump reset as advised by technical support, but the issue persisted. Consequently, technical support decided to replace the pump and the customer contacted the healthcare provider to obtain alternate insulin therapy.